Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, pre-implantation, and leak testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It is unknown if the patient¿s valve site was exposed to strong magnets. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. It is also cautioned that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata® ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. There was proteinaceous debris observed on the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the patient¿s valve site had been exposed to strong magnets. Strata products are designed to be adjusted by a strong magnet. Inadvertent adjustments by external magnets are a known complication with adjustable valves. It is unknown if the patient's previous surgeries were related to medtronic products. (B)(4).

Event description:
It was reported to medtronic neurosurgery that when the patient was implanted with the strata nsc valve, it was set up to pressure level 0.5 at the end of operation. According to the report, the pressure level of the valve was 1.5 when it was measured. Reportedly, the pressure level was set up to 0.5 again by the surgeon and patient recovered immediately. The report stated that, two days later, the patient came back to hospital with some issues. According to the report, the pressure level of the valve measured and was found to be 2.5. Reportedly, the patient underwent shunt revision and left the hospital with recovery and no complaints. It was also reported that the patient was mobilized in two days after shunt revision. According to the report, after the surgery, motor deficit was not seen and cranial nerves and cerebral tests were intact. Patient history: the patient has been operated 11 times with shunts since 2007. Reportedly, when the patient first went to the hospital, meningitis was diagnosed. The report stated that the patient had been complaining about headache, dizziness, blindness, difficulties in speaking and double vision. According to the report, after CT mr, shunt dysfunction was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.